Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that following the recent revision procedure (MFR: 3006630150-2021-01139) the patients wound would not heal and had a suspected infection at the pocket site. Symptom of drainage and burning sensation were noted. The patient was placed on antibiotics for PICC line placement and long course IV antibiotics prophylactically.